Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned and an evaluation was completed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). A definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3, preparation and inspection; IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5, reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited contamination in the air/water channel. There were no reports of patient involvement.